Event description:
Caller reported that pump battery would not charge. There was no reported impact to the customer's blood glucose level. Customer resolved issue by using a different wall adapter, which allowed the pump to charge, and no further assistance was required.